Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation requests for this production order (po) number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/25/2019. Device evaluation: the zcb00 lens was received in its original package. Visual inspection using magnification was performed to the returned sample: loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens. No damaged was observed to the lens. Both haptics was observed folded. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported could not be verified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. If implanted; give date: not applicable, lens removed/replaced within the initial procedure. If explanted; give date: not applicable, lens removed/replaced within the initial procedure. Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a zcb00 22.0 diopter intraocular lens (iol) was torn, and the patient's capsule tore. The procedure was completed successfully with another lens. No further information was provided.